Event description:
A us distributor contacted zoll to report that the patient developed a digging into skin under the lifevest. The patient described the area as redness due to devise digging into skin. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.